Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted technical service engineer (tse) and reported that site encountered an insertion axis not free to move message on the screen. Customer tried to remove the instrument from universal surgical manipulator (usm) #2 but the instrument would not come through the cannula. The tse recommended customer adjust the usm with the instrument and cannula away from the patient and remove the cannula and instrument at the same time. Customer did not want to remove the instrument from usm2 at this time of the procedure and continued with the procedure without the use of usm2. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: isi csr reported that he observed the instrument (maryland bipolar forceps) after it was removed, and at a glance the instrument did not appear to be broken. Site disposed of the instrument. No harm was caused to patient. As reported, this event did not have any negative affect to the patient¿s health. Isi rep stated it is not applicable if there are any concern about this event causing any long-term complications with the patient. Isi rep stated that to their knowledge patient did not experience any post-operative complications. Isi rep was not aware of patient¿s current status. The surgeon believed the cause of the vent is debris on the wrist that caused the instrument difficult to come out. Isi rep confirmed that tissue was not observed on the jaws of the instrument, only in the wrist area.

Manufacturer narrative:
Based on the claim against the product by the customer noting insertion axis not free to move message was displayed, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site completed procedure without the use of universal surgical manipulator (usm) #2. No site visit was conducted. Reportedly, no product would be returned for failure analysis, as the instrument was disposed at the site after the procedure. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like insertion axis not free to move are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by removing the instrument with the cannula, but site chose to not use usm2 and continue with the procedure. From available information, the system was working properly, and no additional action was required as the issue was resolved. As such, the probable root cause cannot be established or determined based on the information provided.